Event description:
Unconfirmed report from our office in another country, of a male patient experiencing an eye infection while including complete multipurpose solution in his contact lens care regimen. Patient sought treatment from his local hospital on two occasions and was reportedly diagnosed with corneal abrasion. Patient claimed that he found black particles inside the solution. Treatment info has not been made available; patient recovered within 30 days.

Manufacturer narrative:
Manufacturing records for reported lot were reviewed; no deviation noted. Retain evaluation showed solution from reported lot to be within chemical and microbial specifications. Bottle/solution used by customer was submitted for evaluation and found to be within chemical specification. Microbiological evaluation of returned solution was out of specification for sterility. Dark substance noted on inside of bottle; identification is in progress. Root cause has not been established.